Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is(B)(4) . Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. H3 other text : placeholder

Event description:
The patient was implanted with a left ventricular assist device. It was reported that increased drainage and tenderness was observed from the driveline site. The driveline site drainage culture grew positive cultures. The patient underwent a CT scan of the chest, abdomen, and pelvis; however, results were not provided. The patient was febrile. The patient was given antibiotics. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The hospital reported that the patient was at rehab when there was an increase in drainage and tenderness from the driveline site starting on (B)(6) 2017. A drainage culture grew mycobacterium abscessus and afb. An isolate was sent to texas for susceptibility, and the patient underwent a chest, abdomen, and pelvis CT. Surgery evaluated the patient and did not recommend debridement at the time. The patient had one spike in temperature to 100.8 in rehab, but he remained in a normal range of 98 ¿ 100 in the hospital. The patient was started on cefozitin, azithromycin, and amikacin. Amikacin was discontinued after creatinine was rising, but the patient remained on the other two. The infection reportedly resolved on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.